Event description:
Customer reportedly received results of 234 mg/dl on the advantage system and 32 mg/dl on a professional's meter within 10 minutes. Customer reports feeling weak, dizzy, and lightheaded when she had the result of 234 mg/dl. Paramedics were called and tested her at 32 mg/dl; paramedics gave her orange juice which raised her result to 110 mg/dl. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.